Event description:
A report was received that the patient will undergo an ipg replacement procedure and might have injections first. The physician did not suspect device malfunction but possible for lead fracture.